Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported by the patient that the patient underwent an inguinal hernia repair procedure and the mesh was implanted. After the procedure, the patient has been experiencing pain over the past month and was rushed to the emergency room on (B)(6) 2018. The patient visited his surgeon on (B)(6) 2018 and was informed that he is in need of a second hernia repair due to a reoccurrence caused by the mesh moving. Additional information has been requested.